Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices following a surgery. It is unknown if ipg was set to surgery mode. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.